Manufacturer narrative:
The lesion was in the circumflex artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: image is of a resolute integrity 3.0mm*30mm shelf carton. The lot number on the shelf carton corresponds to the lot number reported. Photo 2; image is of the distal section of an sds device. Deformation is evident to the mid-section of the stent; the stent wraps appear raised and stretched. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 11th, 12th and 13th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary, drug eluting stent to treat a severely tortuous, severely calcified lesion in the proximal left anterior descending (lad) artery. The device was inspected with no issues. Negative prep was performed with no issue. The lesion was pre-dilated. Resistance was encountered in advancing the device but excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning. The procedure was complete using another stent. The patient is alive with no injury.